Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, the surgeon was putting a cortex screw in a 4th metacarpal and the head sheared off. The 3/4 of the screw shaft was left implanted in the patient while the head and 1/4 shaft was removed. Then, the drill bit/k-wire attachment broke off in the patient. The surgeon believes a previous fracture in the same location could have increased the patient's bone density. Procedure was successfully completed without delay. Fragments were generated but retained in the patient. Patient is stable. This report is for one (1) 1.1mm drill bitt/k-wire attachment. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.130.200, lot: f-26149. Manufacturing location: selzach, release to warehouse date: nov 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The raw material certificate was reviewed and the used material 440b / 1.4112 was according to specification for stainless steel. The hardness certificate was reviewed and the measured hardness after the heat treatment process was within the specification of 600 +55/0 hv10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.